Event description:
Dr. (B)(6) questioned whether aqm could have caused a tibial nerve palsy. This is based on a pt outcome in conjunction with dr. Lyon's paper. He continues to use aqm on all his hip cases and some knee cases and he is unable to pinpoint the cause of this outcome.

Manufacturer narrative:
No device was returned for investigation therefore no conclusion can be drawn between the utilization of the aquamantys 6.0 bipolar sealer and instances of tibial nerve palsy. This MDR was identified as a result of complaint handling and medical device reporting process/procedure updates triggered via acquisition by medtronic.